Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was seen in the emergency room due to device beeping. Upon interrogation it was noted left ventricular (lv) lead impedance greater than 2000 ohms, loss of capture, and increased thresholds. A left ventricular (lv) lead fracture was suspected, however no x-rays were performed. The device was reprogrammed from lv tip to lv ring to lv ring to rv. The patient was discharged home and will follow up in approximately one month. No adverse patient effects were reported.